Event description:
The affiliate reported: the device was originally implanted to the patient with (B)(4) in 2011. Doi was unknown. The setting pressure was at 200mmh2o. In (B)(6) 2011, the surgeon tried to change the setting pressure because the patient's walking disability got worse, but he couldn't. The patient was treated with exercise therapy and kept monitored. The setting pressure was tried to change by neodymium because his/her condition seemed getting worse, but it could not be changed even by neodymium. It was confirmed by contrast agent that fluid did not flow smooth through the device at both distal and proximal side. Revision surgery is scheduled to be done on (B)(6) 2014. Details will be informed as soon as (B)(4) receive them from the facility.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and a needle hole in the needle chamber was noted, as well as a small amount of biological debris in the needle chamber. The device was functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.